Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The date of manufacture cannot be determined.

Event description:
During use the cuff did not inflate. The tube was removed and replaced. There was no patient harm.